Manufacturer narrative:
The cardiac lead referenced as 1388tc was manufactured by st. Jude medical, not medtronic.

Event description:
This was a lead extraction case performed in the or to remove four leads due to infection. Each of the four leads was prepped with an lld-ez. Using a glidelight 16fr. With no outer sheath, the physician initiated the removal of the medtronic 6947 sprint quattro ICD (implanted (B)(6) 2003) from the rv. This lead was successfully removed. The physician then initiated the removal of the unidentified rv ICD lead that had been previously abandoned. The glidelight 16fr. Was advanced through the subclavian, slightly before the innominate/svc junction. At this point, the physician was unable to advance further. He tried 3 trains on the laser, and then stopped. The physician made the decision to switch to the atrial lead (medtronic (B)(4), implanted (B)(6) 1998). The physician advanced the glidelight 16fr. To the svc/innominate junction. At this point, the physician could not advance. After 3 more trains on the laser, he stopped and requested to use the outer teflon sheath. He pulled the catheter back, inserted the outer teflon sheath, and re-inserted the catheter with sheath into the body. The outer sheath and catheter were advanced to the area where progression had been stalled and the physician utilized a quarter turn back and forth rotation trying to break up any adhesions and lead on lead binding. He was unsuccessful and pulled the catheter and outer sheath back to the subclavian. A drop in the blood pressure was noted and the pressure continued to fall, so the cardiac surgeon was called, arriving within 2 minutes. The cardiac surgeon arrived within 2 minutes. Following discussions with the physician, the patient was given pressers. Discussion began between physicians and cardiac surgeon, and it was noted that the physician stated he may have a problem in the svc area, but he did not recall any sudden movements or advancement through the adhesions that would have resulted in an injury. Echo was utilized and there was no sign of a larger effusion or any blood in the pleural space. The cardiac surgeon stated he did not want to crack the chest due to the previous sternotomy. Chest compressions began at this time by the physician and clinical team. At this time pressure had dropped to 42/30. Another surgeon came into the room, and the discussion continued on how to proceed, intervene, or continue medical therapy. During this time chest compression did continue and at one point the patient did have a pressure of his own. There was another look on echo and still nothing in the right side of the heart. The patient was pronounced dead at 10:19am.

Event description:
This was a lead extraction case performed in the or to remove four leads due to infection. Each of the four leads was prepped with an lld-ez. Using a glidelight 16fr. With no outer sheath, the physician initiated the removal of the medtronic 6947 sprint quattro ICD (implanted (B)(6) 2003) from the rv. This lead was successfully removed. The physician then initiated the removal of the unidentified rv ICD lead that had been previously abandoned. The glidelight 16fr. Was advanced through the subclavian, slightly before the innominate/svc junction. At this point, the physician was unable to advance further. He tried 3 trains on the laser, and then stopped. The physician made the decision to switch to the atrial lead (st. Jude medical 1388tc, implanted (B)(6) 1998). The physician advanced the glidelight 16fr. To the svc/innominate junction. At this point, the physician could not advance. After 3 more trains on the laser, he stopped and requested to use the outer teflon sheath. He pulled the catheter back, inserted the outer teflon sheath, and re-inserted into the body. The outer sheath and catheter were advanced to the area where progression had been stalled and the physician utilized a quarter turn back and forth rotation trying to break up any adhesions and lead on lead binding. He was unsuccessful and pulled the catheter and outer sheath back to the subclavian. A change in the blood pressure was noted to 106/82. The pressure continued to fall to 84/66, and the cardiac surgeon was called, arriving within 2 minutes. The cardiac surgeon arrived within 2 minutes. Following discussions with the physician, the patient was given pressors. Discussion began between physicians and cardiac surgeon, and it was noted that the physician stated he may have a problem in the svc area, but he did not recall any sudden movements or advancement through the adhesions that would have resulted in an injury. Echo was utilized and there was no sign of a larger effusion or any blood in the pleural space. The cardiac surgeon stated he did not want to crack the chest due to the previous sternotomy. Chest compressions began at this time by the physician and clinical team. At this time pressure had dropped to 42/30. Another surgeon came into the room, and the discussion continued on how to proceed, intervene, or continue medical therapy. During this time chest compression did continue and at one point the patient did have a pressure of his own. There was another look on echo and still nothing in the right side of the heart. The patient was pronounced dead at 10:19 am.